Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and the device held no voltage; transmitter milled and pairing with (B)(4) with applied voltage. No share log data was available for review. Bin log information showed loss of connection within the investigation window. The root cause could not be determined. The customer complaint was confirmed because there was an indication of a transmitter loss of connection.